Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose level was 220 (mg/dl). The customer delivered a bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received.